Manufacturer narrative:
The esg-100 electrosurgical unit was not returned to olympus for evaluation/investigation since there was no malfunction and the device is still being used by the user facility. Therefore, the exact cause of the perforation could not be determined and is being judged as unknown. However, it was reported that the esg-100 electrosurgical unit was used with incorrect settings (mode/power level: forcedcoag 2/120 w) for the applied technique of polypectomy. Therefore, this event/incident was attributed to use error. The user was informed about the recommended settings of the esg-100 electrosurgical unit and retrained to correctly use the olympus medical devices. In addition, a manufacturing and quality control review was performed without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a colonoscopy with polypectomy procedure, the patient's colon was perforated. An examination by x-ray showed free air in the abdomen and emergency surgery was conducted in order to repair the perforation. No further information was provided and the patient's outcome is not known. However, there was no report of any device malfunction and the esg-100 electrosurgical unit is still being used by the user facility.